Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the balloon in deflated position and appeared clean, the proximal glue joint appeared to be pulled out, no evidence of leak noted on the submitted photo, no other specific anomalies noted. Therefore, based on the photo review, the identified break can be confirmed. However the reported leaks remains inconclusive as no evidence of leak noted on the photo. A definitive root cause for the reported leak and identified break could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. D4 (expiry date: 01/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation for an angioplasty procedure , the pta balloon allegedly had leak. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly leaked. There was no reported patient injury.